Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user detected the needle penetrated the surface of sheath 1 cm from distal end during procedure. User retracted the needle and detected the kink on needle distal end. User then changed to another same device to complete the biopsy (B)(4). ¿could you also ask if proximal kink below sheath extender was observed after removal from the packaging and/or before returning to cirl ?after removal from the packaging.¿ ((B)(4). Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site. 2.5x2cm 2.5x2 4. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260 gf-uct260 5. Was gaining access to the targeted site difficult? Yes 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes 9. How many biopsies were obtained with use of this needle? 0 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Updated on25mar2024 tp 1. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 2. If yes, please specify what was observed and where on the device it was observed. 3. Was resistance felt while inserting the device through the scope? No 4. Was the scope recently serviced / repaired? No 5. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Sheath retraction 6. Was the device damaged in packaging prior to removal? No 7. Was the device damaged on removal from packaging? Yes 8. Was force required to remove the device? No 9. Did the patient require any additional procedures as a result of this event? No 10. Was difficulty experienced while retracting the needle? No 11. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 12. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 13. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 14. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes.

Manufacturer narrative:
PMA/510(k)#: k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: (B)(4) unit of lot: c1886821 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 december 2023. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and kink observed approx. 1.2 cm from tip of needle (ipe of ruler (ipe 0402). Sheath examined and hole observed approx. 1.7cm from tip of sheath (ipe of ruler (ipe 0402). Stylet removed from device with no issue, stylet examined and no issue observed, stylet reinserted into device without issue, needle removed from the device and proximal kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to: (B)(4): ¿distal needle kink¿. (B)(4): ¿use of damaged device¿. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number: c1886821 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1886821. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is evidence to suggest that the customer did not follow the instructions for use, as the additional information received would indicate that the device was damaged on removal from packaging (q7) but the customer proceed with the procedure anyway. This will be investigated in another complaint file: (B)(6). Image review: an image was not provided. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device getting damaged during transportation and was not observed by staff at the user facility when placing the devices into storage. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product both prior to the package being sealed and after it is sealed. Any product where defects are observed are discarded and would not be shipped. It is therefore likely that the damage observed on the device in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. It is also possible that the needle got damaged on removal from packaging or during the device preparation causing the needle to kink below the sheath extender. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.